Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left forearm. After a non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, dilation was performed with a 4mm wolverine cutting balloon. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for additional dilation. However, on the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.